Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a delay in detection due to cross chamber blanking of ventricular beat. The physician suspects rate smoothing as the cause of the detection delay.